Manufacturer narrative:
Patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
After successful deployment of a bifurcated device, a 25 mm aortic extension model was deployed. An angiographic image revealed a proximal type I endoleak that could not be resolved with additional ballooning. No appropriately sized endologix suprarenal aortic extensions were available and the physician elected to place a cook zenith 28mm aortic extension, which corrected the endoleak. The procedure was completed without further complications; it was reported the patient tolerated the procedure well.